Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at the time of incident. The customer¿s current blood glucose level was 450 mg/dl. Troubleshooting was performed for high blood glucose and under delivery. The customer treated with insulin pump for high blood glucose. The customer stated that the insulin pump received 2 insulin flow block alarm. The customer stated that they have changed by infusion set twice and the reservoir once. The insulin pump will not be returned for analysis.